Event description:
The customer reported unexplained low blood glucose for the past two-three days, and she has treated with juice and snacks. The customer's most recent glucose was 189mg/dl. The customer stated that she possible over bolused. The customer stated that when she was giving a bolus using the bolus wizard, the numbers were ramping on their own and almost gave her a very high bolus. The customer also reported having a button error alarm. Troubleshooting was performed, and the numbers were ramping on the insulin pump without pressing the buttons. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.